Event description:
It was reported that customer had to wiggle charging cable at an angle for pump to begin charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.